Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient's pump was being replaced today due to normal end of service however during the procedure the healthcare provider (hcp) accidentally "botched" the catheter so they were going to revise it. The company representative (rep) needed assistance with calculations for the revised catheter. Technical services reviewed: original catheter length: 101.9 cm, removed length: 25.5 cm, added 8784 length: 14.2 cm, total revised catheter length: 90.6 cm, total revised catheter volume: 0.199 ml. Troubleshooting was not required. The hcp successfully aspirated from the catheter access port and they will be priming.